Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the customer had to go to the emergency room due to high blood glucose. Customer stated she woke up with her blood glucose at 439 mg/dl, treated with a bolus and then left to work. The device alarmed no delivery so the customer went home and changed everything and now the device is alarming motor error. Troubleshooting for the no delivery was not possible as customer had resolved the issue by replacing the reservoir and infusion set. Customer continued to have high blood glucose due to not having a back-up plan customer went to the emergency room, her blood glucose was 499 mg/dl when admitted. Customer removed the infusion set and no bent cannula was noted. Customer is not returning the reservoir for analysis.